Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4); 941-01-36h, s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to dislocation